Manufacturer narrative:
As reported, after four attempts, the saber percutaneous transluminal angioplasty (pta) balloon catheter (4mmx100mm 90cm) ruptured at sixteen atmosphere pressure (16 atm). There was no reported patient injury. The target lesion was the shunt at the left forearm. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. It was a tandem heavy stenosed case for the shunt of the left forearm. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a non-cordis sheath introducer was inserted from the vein side and a non-cordis guidewire crossed the lesion. Then, a saber pta balloon catheter (complaint product) was inserted along the guidewire and inflated. However, the inflation of 18 atm did not dissolve the stenosis, so the balloon changed position and inflated again. Then, after four attempts the saber pta balloon catheter ruptured at 16 atmosphere pressure (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the sheath was also replaced with another 6f sheath. The device was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot (17587681) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavy stenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after four attempt the saber pta balloon catheter (4mm10cm 90) ruptured at 16 atmosphere pressure (atm). There was no reported patient injury. The target lesion was the shunt at the left forearm. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. It was a tandem heavy stenosed case for the shunt of the left forearm. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a non-cordis sheath introducer was inserted from the vein side and a non-cordis guidewire crossed the lesion. Then, a saber pta balloon catheter (complaint product) was inserted along the guidewire and inflated. However, the inflation of 18 atm did not dissolve the stenosis, so the balloon changed position and inflated again. Then, after four attempts the saber pta balloon catheter (4mm10cm 90) ruptured at 16 atmosphere pressure (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the sheath was also replaced with another 6f sheath. The device was removed intact (in one piece) from the patient.